Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic pancreatectomy, reinforce material misaligned at 1st firing. The device was used on the pancreas. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that an ech60r individual carton was returned with a foil with no apparent damage, and no buttress attachment material (bam) was returned for analysis. Due to the condition of no buttress attachment material (bam) returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device ech60r; sjcbxjs0 number, and no non-conformances related to the reported complaint condition were identified.